Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the product was oxidized. The email contains 60 products, so will be registered 6 complaints. Complaint 3 of 6: products: cod / lot: (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.